Event description:
A (B)(6) male pt called zoll customer support to report that his battery charger wouldn't power up. The pt was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (will not power up) has been confirmed. Upon investigation the battery charger was resetting. The cause of the resets was isolated to liquid contamination. The root cause for the contamination was ingress of an unk liquid. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger/modem.